Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 30 mg/ml at 4.8 mg/day and fentanyl 7500 mcg/ml at 1200 mcg/day via an implanted pump. It was reported the patient's pump stalled a week or two ago and had been intermittently stalling / recovering. It was verified there was no MRI, emi, or magnets present. The hcp wanted to shut the pump off as the patient was getting it replaced in a week or two. The code for the tablet to shut the pump off was provided. It was noted the only symptoms were withdrawal. The event date was (B)(6) 2020(month and year valid). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the error code 8476 (moto stall) was being displayed on the patient's personal therapy manager (ptm). No symptoms were reported. No further complications have been reported as a result of this event.